Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that while changing the infusion set the screen of the insulin pump went blank. The customer¿s blood glucose level was 389 mg/dl. Customer states the contacts on the battery cap are not damaged. Customer states the display was not blank less than 30 seconds and did not return. Customer states battery compartment is neither damaged nor corroded. Customer states the spring is neither damaged nor corroded.. The customer reported that insert battery alarm did not display on the insulin pump screen. . The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a blank flashing display due to moisture damage on the electronic assembly. Also, device received with moisture damage on the battery tube, motor, vibrator and keypad assembly noted. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display.